Manufacturer narrative:
Initial and final MDR 1912340 - MDR 3003442380-2024-14226 - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use events since (B)(6) 2024. The infusion sets were in use for less than a day. The patient resolved all the events by replacing the infusion sets and resumed insulin successfully. No further information available.